Event description:
It was reported that an elderly, mildly sedated pt fell asleep during the scan, while the tech left the room. By the end of the scan, the pt rolled to the left, off of the table striking her head on the gantry legs. The pt received a cut to the head that required stitches. She was also given a CT scan to look for other injuries, of which none were reported. There was no product malfunction involved. It was also reported that a few days later, the pt died of other chronic illnesses.